Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that that excessive battery discharge was observed. It was noted that the battery voltage had been dropping faster than expected. It was recommended that the patient be brought in-clinic for a device check and to also be made aware of the patient notifier. No further information available.